Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported receiving a low battery alert, replacing the batteries, and then receiving a blank display on the insulin pump. After inserting new batteries again, customer stated that the display returned. Blood glucose level was 176 mg/dl at the time of the call. No further information was provided.